Manufacturer narrative:
Device analysis: a balloon hole was reported. The ams800 balloon was visually inspected and functionally tested. There was a leak in the balloon shell inside of scaling due to fatigue. The reported allegation was confirmed. Based on a thorough review of the reported complaint, the most probable cause for this complaint was considered cause traced to component failure. This complaint investigation conclusion code is utilized for an expected or random component failure without any design or manufacturing issue.

Event description:
It was reported that the patient experienced the balloon was pierced with an artificial urinary sphincter (aus). The aus balloon was explanted and a new aus balloon was implanted. Further information has been requested and not yet received. Should additional relevant details become available or the product was returned, a supplemental report will be submitted upon completion of product analysis.

Event description:
It was reported that the patient experienced the balloon was pierced with an artificial urinary sphincter (aus). The aus balloon was explanted and a new aus balloon was implanted. Further information has been requested and not yet received. Should additional relevant details become available or the product was returned, a supplemental report will be submitted upon completion of product analysis.